Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy, at 4 firing attempts the device locked after being able to squeezed the handle twice which left the staple line open at the distal end. The staples at this point in the line were removed with graspers and the entire staple line was over-sewn. There was no additional or unexpected tissue damage, tissue loss, tissue damage, extension of incision, or extension of scheduled operative time associated with the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the deformed anvil clamping mechanism may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.